Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, the implantable cardiac monitor exhibited undersensing leading to false pause episodes. The gain on the egm was adjusted and revealed ventricular undersensing. No intervention was performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received states that the implantable cardiac monitor (icm) was explanted.

Manufacturer narrative:
Additional information - the reported event of undersensing was not confirmed. The device was tested at the bench and the analysis indicated that the device exhibited normal device characteristics. Visual inspection did not find any foreign material contamination on the internal components. A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity.